Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda appears to be related to patient¿s morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and thin leaflet with retraction for a mitraclip procedure. During the procedure, first mitraclip was implanted and it was observed that there was a partial single leaflet device attachment (slda) has occurred and clip was no longer attached to the posterior leaflet. Additional second mitraclip was implanted to stabilize the first clip. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.